Event description:
It was reported that the insulin pump alarmed button error. Customer stated that they were out near a lake and it was very humid. Customer's blood glucose reading at the time of the call was 111 mg/dl. Nothing further was reported.

Manufacturer narrative:
Insulin pump was received with button error alarm due to corroded keypad traces. Insulin pump had minor scratches on lcd window, cracked display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.